Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to early battery depletion. A new device was implanted. This coronary sinus implantable lead exhibited insulation damage at several locations near the terminal area. Each issue was fixed using the lead repair kit and the lead remained implanted. The device was returned for analysis.